Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was in the last week or so there was something jiggling in the controller as if it was possibly loose sounding different. Then the day before yesterday the pt had a little glitch. They were trying to charge the implant (ins) and the controller went blank and did not work even though the controller was all charged up. They took the controller battery out to reset and it was not working for 5 or 6 times. Finally they did it about the 7th time and the controller came back on. During call pt verified no damage to the rtm or to the controller charging port. The issue was not resolved. An email was sent to the repair department to replace the controller.

Manufacturer narrative:
Date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6); product type: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745nt, lot# serial# (B)(6) was returned for analysis. Analysis found the controller had broken stim button bosses. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.